Event description:
Customer reported that beginning on (B)(6) 2013 she noticed her adc blood glucose meter would turn off shortly after being turned on. Customer further reported that on (B)(6), 2013 she began to experience "fatigue, nausea, sweating and was not feeling well" and subsequently experienced a seizure. No third-party medical intervention was required. Customer self-treated by taking an unspecified medication and an unknown amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.